Event description:
Consumer reported complaint for negative/ no change trace results, stating that the ketone test strips she had purchased a week ago were not changing color. Mother is calling on behalf of the customer, her (B)(6) year-old daughter. Mother stated this was the first time using this brand. The customer feels well and did not report any symptoms and no medical attention was reported. The ketone test strips manufacturer¿s expiration date is 06/30/2020 and open vial date is 08/28/2019. Customer is using the ketone test strips for diabetes management. Mother did not remember the color of the ketone test strips when the package was first opened. The product is stored according to specification in the dining room. Test strips are being handled properly. Customer was using proper testing techniques. Customer declined to perform a urine test during the call.

Manufacturer narrative:
Ketone strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-61: improper use/mishandle by end user. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.